Event description:
It was reported that the patient experienced freezing and tremor on (B)(6) 2012. The patient had "gotten good relief" the previous day. If any additional information is received, it will be included in a follow-up report.

Manufacturer narrative:
Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot#: v856680, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot#: v879929, implanted: (B)(6) 2012, product type: lead. (B)(4).